Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble and noticed by customer during therapy. The customer¿s blood glucose was 300 mg/dl at the time of incident and current blood glucose was 236 mg/dl. Customer was assisted with troubleshooting. The customer stated that the approximate size of air bubbles was tiny and big bubbles. The customer stated that the air bubbles were not removed successfully. The customer stated that they allowed for insulin to warm to room temperature prior to filling reservoir. Customer stated that they had a reservoir plunger available. The reservoir will not be returned for analysis.